Manufacturer narrative:
On 29-nov-2024, the product investigation was completed as the device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an unspecified thermocool smarttouch and the patient experienced pericardial effusion that required pericardiocentesis. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by an intracardiac echo. The medical intervention was a pericardiocentesis. The patient was reported to be in stable condition and on the hospital bed for monitoring. The physician reported that he/she was 90 perfect certain when they went transseptal the effusion occurred and that she believed the baylis catheter caused the effusion.